Event description:
In 2009, the pt reported his insulin infusion sets are not properly adhering to his skin. He stated he has used regular tape and bandaids to keep the headset in place. He stated he has discarded the alleged infusion sets. He said in the same month, (exact date unk) he woke up with an elevated blood glucose reading of 221 mg/dl and he discovered his infusion headset had come off. He did not have any symptoms and corrected his reading by changing his infusion set and bolusing 5 units of insulin. He stated he used IV prep wipes and makes sure his skin is dry prior to inserting his headset. He does not use any moisturizers around his site location. Sample infusion sets and tegaderm were sent to the pt. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
Not product will be returned for evaluation.